Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Furthermore, the patient was scheduled for a device changeout. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Furthermore, the patient was scheduled for a device changeout. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that the patient has a left ventricular assist device (lvad) and is considering not replacing the sicd. Technical services (ts) also discussed about beeper disablement that should be done before end of life (eol) of device or will not be disabled.